Event description:
Customer reported a hot pack burst on an employee. The product landed on her chest and neck and was washed off. Employee was exposed but there was no apparent burn. She was sent for first aid, but no treatment was needed. She is doing okay.

Manufacturer narrative:
The sample was not returned for investigation; therefore, an evaluation of the complaint device for deficiency of construction could not be performed and the root cause remains unknown. Device history record review was completed on the reported lot v3c028. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. We will continue to monitor trends for this product.